Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. Customer reports that a mahurkar dialysis catheter was placed in a patient in the recovery room in the operating room. The physician who did the insertion stated that there were no difficulties at all when he was doing the insertion and that the catheter was "okay". The catheter went in without difficulty per customer. The patient was taken to the intensive care unit after the insertion and there the catheter was found to be in two pieces outside the patient. They placed a new mahurkar dialysis catheter in the patient.

Manufacturer narrative:
Submit date: june 18, 2008. An investigation is under way. Upon completion, the results will be forwarded.